Event description:
Unrequested bolus delivery reported: the device was sent down to the biomedical department with a note attached to it stating "will give pt dose even when pt does not ask for it". The note did not include any tracking info (no pt, nurse or location). The customer contact stated "there is no way to determine where the event occurred. There was no incident report generated that included this serial number". Though requested, there was no additional info available.